Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this article. Please reference related manufacturer report number: 2015691-2020-15117, 2015691-2020-15120, 2015691-2020-15122, 2015691-2020-15124, 2015691-2020-15128, 2015691-2020-15130

Manufacturer narrative:
The dates of the events are unknown. Therefore, the first day of the date range of the event was used as the occurrence date. Article reference: kooistra, nynke h., valent mp intan-goey, francesca ziviello, geert e. Leenders, adriaan o. Kraaijeveld, pieter a. Doevendans, nicolas m. Van mieghem, michiel voskuil, and pieter r. Stella. "Comparison of the sapien 3 versus the acurate neo valve system: a propensity score analysis." Catheterization and cardiovascular interventions (2020). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the conduction disturbances could not be determined with the limited information provided by the authors. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the medical article, ¿comparison of the sapien 3 versus the acurate neo valve system: a propensity score analysis¿, a retrospective study of 230 patients with symptomatic, severe aortic stenosis that received a sapien 3 valve at two dutch centers between march 2016 and november 2018 was performed. During the study period, at the 30-day outcomes, 14 patient¿s had permanent pacemakers implanted.